Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact on the customer's blood glucose level. Technical support decided to send a replacement pump to resolve the issue. The patient will continue using the current pump as a backup to ensure uninterrupted insulin delivery.